Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The patient's mother provided a photograph confirming the detached sensor wire. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal from the patient, the sensor wire had detached and remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.